Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phonecall that they received a failed battery test on their insulin pump and their blood glucose level was 142mg/dl. Neither the battery compartment nor spring are damaged or corroded. The customer was advised to discontinue the insulin pump and revert back to backup plan. The product will be returned for analysis.